Event description:
A medtronic representative reported that, while in a spinal fusion, images from the medtronic imaging system could not be transferred to the navigation system due to the cable being disconnected. It was reported that an error message appeared when attempting to manually push the exam to the navigation system. A second image acquisition was performed without resolution as the image did not transfer. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, images from the medtronic imaging system could not be transferred to the navigation system due to the cable being disconnected. It was reported that an error message appeared when attempting to manually push.

Manufacturer narrative:
Additional information: patient demographics provided.